Event description:
Major pump unit(s) involved: device thrombosis;dvt & presumed pe, lvad infected in (B) (6) 2009.specific component(s) involved: possibly infected lvad.causative or contributing factor: no specific contributing cause identified.intervention(s): replacement of pump; switch from vented electric to pneumatic-mode.type: lvad.

Event description:
Major pump unit(s) involved: device thrombosis specific component(s) involved: other component malfunction, specify.